Manufacturer narrative:
(B)(4). A service engineer evaluated the device, reconnected all connections with the same result, cross checked the single board computer (sbc) printed circuit board (pcb) with a working ventilator and found the sbc pcb was faulty. Medtronic was not authorized to conduct the repair. The evaluation and repair was completed by a non-medtronic service provider.

Event description:
It was reported that during set up a ventilator had a system error. There was no patient involvement.